Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg 600 mg/dl). Insulin injections and medication were used to lower bg to 300 mg/dl and were continued to be used for insulin therapy. Customer alleged the pump was the cause of the event. System check was performed with the pump and cartridge. No issues were observed. Customer was a new pump user and not too confident with using the pump. Reportedly, the customer received additional training.